Event description:
The customer's parent called and reported the customer forgot he was wearing the insulin pump and jumped into a pool. It was stated there was fog under the screen and a button was sticking. Customer's blood glucose was 256 mg/dl. Troubleshooting was declined. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.